Manufacturer narrative:
Additional information: g3, h3, h6. Evaluation of the customer's photograph of an alleged ar-7506t batch 15019722, suturetape, 1.3 mm suture, black/white with ½ circle needle, 36.6 mm, ve12. It was noted that the suture tape was frayed and had filaments out of the construction along the tape, most likely as a result of the device being tensioned against a hard bone or an instrument during use. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely reason for the reported failure is user error. Direction for use. Dfu-0222-eor2_fmt_en g. Precautions 2. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The complaint allegation of the device being defective was confirmed. The allegation upon opening cannot be confirmed as the photograph (B)(4) customer photo.jpeg and (B)(4) customer photo 2.jpeg shows the device being used.

Event description:
On 01/09/2024, it was reported by a sales representative via e-mail that an ar-7506t suturetape was defective. This occurred during a case upon being opened. The case was completed with no harm to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.